Event description:
Md was unable to thread the stent onto the wire during the prep of the stent. The stent was removed and replaced with no harm to the patient. Manufacturer response for stent, synergy xd monorail 3.00mm x 48mm (per site reporter), unknown.